Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the initial stage of the aquablation therapy and while the patient was in the operating room under anesthesia, the aquabeam robotic system was experiencing technical difficulties with the foot pedal. Malfunction could not be resolved after multiple attempts of rebooting system. The treating surgeon decided to abort the procedure due to foot pedal malfunction. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code: 4756 - aquabeam foot pedal, a reusable component of the aquabeam robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam scope without success. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) and aquabeam foot pedal/lot number: 22c00851 was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's user manual (um), um0101-00, rev. F, was reviewed. The aquabeam foot pedal (figure 11), a re-usable component of the aquabeam robotic system, contains three foot-activated motion buttons. It is connected to the console with a flexible cable. The aquablate pedal is the large center button which must be depressed to enable the aquablation treatment. Depressing the aquablate pedal only activates the high-velocity waterjet during treat mode. The aquablate pedal is also used in aligning the waterjet during the alignment step at lower power. The two smaller buttons at top left and top right provide controls for priming and aspirating. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.